Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 532 mg/dl. It was stated that part of the infusion set needle appeared to have broken off inside the customer's body. It was stated that the customer will check by getting an ultrasound. Nothing further was reported.